Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that at the patient's (pt) post appointment a week later it was found that there was no longer any impedances issues.

Event description:
It was reported that following implant, the patient experienced new pain unrelated to baseline and extreme uncontrollable pain, which resulted in hospitalization. An impedance check performed after surgery revealed high impedance and open/short circuit detected on six different electrodes. The patient was admitted to the hospital due to the severity of the pain. Troubleshooting steps included programming around the impedances. The issue was ongoing at the time of reporting, and a follow-up appointment was planned to recheck impedances and discuss possible revision if needed. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.